Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This case is for the jan 4, 2024 event. Please see (B)(4) for the dec 20, 2023 event, (B)(4) for the dec 25, 2023 event, and (B)(4) for the jan 1, 2024 event. Customer reported that he was working at his new house when he felt himself going low. He drank two cokes while on the phone with his mom. While drinking the coke, his blood glucose kept dropping. His mother called the paramedics but they did not treat. Incident date was (B)(6) 2024. Customer alleged over delivery. Customer declined troubleshooting. Pump was likely used at the time of the incident since customer alleged over delivery. Per (B)(4), customer did not have sensor for a month and a half. So, per customer, smartgaurd was not used. Per (B)(4), customer will discontinue pump and return it for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 56 mg/dl. Troubleshooting was performed and found that the customer has treated the low blood glucose event with food and emergency medical service. Unknown whether the customer was using the pump within 48 hours of the reported event and unknown whether the auto-mode feature was active or not. No further patient complications were reported. It is unknown whether the customer will continue or discontinue to use the device and the insulin pump will not be returned for failure analysis.